Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the surgery went great. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: sw app 9735762 stealth s8 app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon traced multiple times, but when confirming the accuracy, the surgeon was touching the left side of the patient's head and the software was showing it on the right side. The site completed multiple traces with no change. The site brought in a different navigation system and the issue still occurred. The site brought in another system and was able to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.